Event description:
The consumer reported, using the product for six hrs on her back. When the patch was removed, the consumer described blistering and bleeding leaving four red spots with rings around them. The consumer cleaned the area with soap and water, treated with bacitracin and consulted with her doctor, who diagnosed a second degree burn.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.